Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
Ac power was not working correctly due to depleted battery. There was no patient involvement.